Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and pass. The receiver will not boot and charge . Functional testing and receiver down load could not be performed. Open and interior inspection: pass. Take battery measurements: fail-2.83 vdc. Take charging circuit measurements: fail-no output at tp 21. The complaint is confirmed because the receiver did not turn on or boot up for testing. The complaint was confirmed for receiver ceases to function. The root cause is u6.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017, the receiver ceased to function. No additional event or patient information is available. No product was provided for evaluation. The reported event could not be confirmed. A root cause cannot be determined.